Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances and high capture thresholds on the right ventricular (rv) lead approximately one month after implant. The patient was brought in for a revision procedure and at that time, impedance values had returned to normal. The revision was still performed and the rv lead was successfully repositioned. Impedances and thresholds were within normal limits after repositioning. No additional adverse patient effects were reported.